Event description:
It was reported that when pumping began the user had inadvertently set the volume at 26cc with a 30pcc balloon. He changed it to 30cc and began experiencing high baseline and helium loss alarms. He reduced the volume back to 26cc but could not stop the helium loss alarm. The pt was transferred to another pump without any complications.